Event description:
Report received of a tubing "rupture" during power injection. It was reported that the patient was having a chest CT to rule out a pulmonary embolism. The patient had a primary IV line of .9ns. The power injector tubing was connected to the distal clave port, and was set to deliver 200cc of contrast at 3.5cc/second. It was reported that after approximately 40cc of contrast had been injected, the tubing "ruptured" between the clave and the IV site. There was small amount of bleed back reported. The IV site remained intact, and an extension set, list #12094 was connected. The contrast injection resumed, and after 15cc was infused, it was noted that the extension set started to "dilate and bulge", but did not rupture. The injection was stopped. A new IV site was initiated and connected to an extension set, list #03903. The injection resumed, and the study was completed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.